Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of ¿no soft limit notification on dose adjustment¿ issue, could not be confirmed through log analysis. Inspection and laboratory testing could not be performed as the devices were not returned for investigation. The event logs from the suspect pump module and concomitant pcu were provided by the facility; however, the error logs were not provided. The event time and date were not reported; however, on 16 december 2025, the user programmed an infusion with norepinephrine, which is consistent with the drug mentioned in the reported issue. On 16 december 2025 at 5:19 am the pump module was selected, the user programmed a ¿guardrails IV fluids¿ infusion, of suspected to be ¿norepinephrine¿ with a patient weight of 127.3 kg, a dose of 0.1 mcg/kg/min, a rate 11.9344 ml/hr and a volume to be infused (vtbi) = 230 ml. On 17 december 2025 at 12:33 am the unit was selected, the user changed the dose to 6.8 mcg/kg/min, the pcu displayed a ¿dose above maximum¿ message; however, the user started the infusion. No testing was able to be performed due to no devices being returned for investigation. Per the bd alaris system with guardrails suite mx v12.3.2 user manual: a programming limit or best-practice guideline determined by hospital/health system and entered into system¿s data set. Dose limits can be defined by hospital/health system as hard or soft limits. A hard limit is a programmed limit that cannot be overridden. A soft limit is a programmed limit that can be overridden. Verify correct parameters and press confirm soft key. If the programmed parameters are outside the soft limit for that care area, an audio alert sounds and a visual prompt appears before programming can continue. If yes soft key is pressed, programming continues; if no soft key is pressed, infusion needs to be reprogrammed. If the programmed parameters are outside the hard limit for that care area, an audio alert sounds and a visual prompt appears before programming can continue. Infusion must be reprogrammed. There was patient involvement, but the outcome is unknown. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported ¿no soft limit notification on dose adjustment¿ issue was not identified from the log analysis alone; however, it was observed that the pcu displayed a ¿dose above maximum¿ message when the dose was changed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinician adjusted a dose of norepinephrine above the soft max limit, however, did not receive any visible alert in the infusion knowledge portal. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinician adjusted a dose of norepinephrine above the soft max limit, however, did not receive any visible alert in the infusion knowledge portal. There was patient involvement, but the outcome is unknown.